Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer claims that the alarm unit powers on and does not stop alarming even with the magnet in place. There was no patient injury reported. Evaluation of the returned alarm unit found no alarm tone when it was powered on.